Event description:
It was reported the programmer overheats and that the latest software cannot be downloaded. It was also reported the printer door is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis summary: analysis confirmed the reported event; the power supply fan is not working. Analysis found the system fan is noisy, printer drawer latch and paper guide are missing, left keyboard hinge is broken, and the ECG (electrocardiogram) connector of a printed circuit board assembly is loose. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).